Event description:
It was reported hf sensor exhibited inaccurate measurements which were not correlating with the clinical symptoms. As a result, the patient underwent right heart catheterization on (B)(6) 2018 where the sensor was recalibrated by 9 mmhg. Accurate readings were observed under the manufacturer's patient care network database.